Event description:
Additional information received reported that the patient did not have concerns with their device or therapy. Sometimes the patient leaked some and they had it now set on 4.3v. The patient did not have an appointment.

Event description:
It was reported that the patient had no stimulation sensation and had a loss of therapeutic effect. The patient leaked twice today, once this morning and just prior to calling. The patient had difficulty operating the programmer to its complexity. The patient saw the implantable neurostimulator (ins) off icon and was advised on how to turn stimulation on. The patient could barely feel stimulation and increased from 4.2v to 4.3v. The patient changed the batteries in the patient programmer last night. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3889-28, lot# va0lb5g, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).